Manufacturer narrative:
Evaluation summary: the stylette and sheath were returned loaded into the device. The stylette could not be removed. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th , 13th and 17th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was not verified due to the stylette being stuck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: image of stent and luer were sent; deformation is visible upon image analysis of the stent. Deformation is evident to the middle stent wraps, with struts appearing raised. No damage was evident or reported regarding the luer. (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the proximal circumflex artery. There was no damage noted to packaging and no issues were noted when inspecting the device post removal of the sheath. The stent was handled directly post removal of the sheath. It was reported that stent deformation occurred in vivo . During the procedure of the coronary angioplasty, the stent did not advance, it was caught midway through the lesion. It is removed and it was observed that the struts were up. The lesion was dilated again with 2.5 mm nc balloon and a 3.0 non-mdt stent was implanted. There were no injuries to the patient reported.